Event description:
It was reported that intraoperative, the leadless implantable pulse generator (ipg) was implanted, and then a standard flush was performed inside the delivery system, and the tether was cut on the side where tension was felt. Strong tension was felt when the tether was pulled. When the delivery system was pulled carefully the tension disappeared at once and the tether was removed. When the tip of the tether was examined, it was noted that the cut several times. When the delivery system was removed along with the sheath, it was noted that other end of the tether was cut several times. The delivery system and tether were collected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.